Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was implanted with no atrial lead. It was discovered the following day that no atrial port plug was inserted. The following day, the pocket was reopened and a port plug was successfully placed. No additional adverse patient effects were reported.